Event description:
It was reported the pt (B)(6) was experiencing ineffective stimulation. The issue allegedly began following a car accident. A diagnostic test revealed impedance issues for several lead contacts. Effective stimulation was recaptured for the pt via reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.